Manufacturer narrative:
(B)(4). This complaint for system error 2367. The root cause is undetermined as the sample was not returned for evaluation, and a batch review was not performed to confirm the problem. The root cause could not be identified because there is not enough information available to determine the cause.

Event description:
A customer contacted baxter's technical service center regarding another alarm on the home choice (hc) and the technical service representative (tsr) reviewed the alarm log and a system error 2367 was found for the last two nights. There was patient involvement. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The sample was discarded. The lot number is unknown; therefore, a batch review will not be conducted. If additional relevant information becomes available, then a follow up MDR will be submitted.